Event description:
CT findings: the intracranial portion of the shunt remainsdisconnected just inside the inner table of the calvarium. Thethird and lateral ventricles have increased in size since theprior study.operative report: the patient presented to the emergency roomafter he fell from his wheelchair down two flights of stairs. Head CT at that time demonstrated disconnection of the bioglide ventricular catheter from the rickham reservoir and remainder of the distal shunt system.as per the imaging, the cup was no longer attached to the catheter itself. We used a 25-gauge needle with a small curve in attempt to hook the catheter and delivered to the skin; however, we were unsuccessful in doing this. Therefore, we developed the epidural plane around the burr hole, placed the b5 craniotome on to the midas rex drill, turned a small craniotomy in order to provide additional access to the right frontal cortex. Subsequently, the dural opening was expanded using metzenbaum scissors and the dura was reflected using 4-0 vicryl sutures. Next, a c-arm was brought into the field and using a c-arm, we were able to localize the bioglide catheter and subsequentlyusing suction and bipolar cautery, we performed a small corticectomy until the bioglide catheter was visualized and easily retrieved.====================== manufacturer response for shunt, central nervous system and components, bioglide ventricular catheter, bioglide (per site reporter)======================know issue.